Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The issue could not be replicated. The system booted as expected and batteries tested and were fully charged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when powering on the system there was a battery error and it was red the issue was found during the rad and gain calibrations. The site was unable to boot up the system and it was believed to be unplugged over the weekend. The site then plugged in the system and was waiting to see if the power board would charge or if it needs to be replaced because it had dipped to low. They did not need to replace any parts. No patient was present at the time of the event.